Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell one while the patient was connected. During troubleshooting, the bag connected to the red clamp line was loose although there was no leak present. Renal therapy services (rts) assisted the patient with going through the end of treatment process and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.